Event description:
It was reported that, "twisted tip screwdriver for trident got stuck in cap screw. Difficult to remove for several minutes. Upon removal acet cup moved and had to be reimpacted."

Manufacturer narrative:
Evaluation summary: the result of investigation performed indicate improper use of the captive twist driver. The intended use of the captive twist driver is to initiate the screw into the shell. Only a standard t-20 driver, catalog # 2107-101x, should be used to torque a screw or plug into the shell. Ecn was initiated on (B) (4) 2009 to put cautionary note on the captive twist driver shaft body, catalog # 2107-2014.